Event description:
Customer reported that there was no hole for the manometer. The manometer port was blocked, rendering the manometer non-functional. There was no patient involvement as the defect was observed prior to use.

Manufacturer narrative:
The device was received 25th of june 2025 by the ambu inc. In us, but the sample has not been investigated by the investigation team in malaysia yet.

Manufacturer narrative:
Initial report july 02, 2025: the device was received 25th of june 2025 by the ambu inc. In us, but the sample has not been investigated by the investigation team in malaysia yet. Follow up report august 20, 2025: one sample was returned for investigation. During the investigation it was found that the reported failure of the spur ii had a blocked manometer port, which could be verified by the returned sample. No reading was obtained from the manometer when applying pressure to the spur ii bag. The cause of the failure has been traced to a damaged tool pin used during the molding process of housing (injection control procedure). The blocked manometer port was not detected during quality control. To prevent this failure from occuring again, the injection control procedure for patient valve housing hae been updated with a visual check point for the manometer port (done on (B)(6) 2025). Furthermore, the production control procedure for spur ii, has been updated to add an efficiency check for the test machine performing the function test (done on (B)(6) 2025). In addition, a CAPA (ca-000948) has been raised for the issue. Ambu will keep monitoring the issue and take actions as appropriate.

Event description:
Customer reported that there was no hole for the manometer. The manometer port was blocked, rendering the manometer non-functional. There was no patient involvement as the defect was observed prior to use.